Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "the incidence of femoral component version change in primary tha using the s-rom femoral component" written by kirk a. Kindsfater, md; joel r. Politi, md; douglas a. Dennis, md; christi j. Sychterz terefenko, ms published by orthopedics posted on 1 april 2011 was reviewed. The article's purpose was to examine a large cohort of primary tha patients implanted with a modular srom femoral component to determine the percentage of hips in which the surgeon changed version of the femoral component to increase the intraoperative stability of the tha construct and/or to maximize hip range of motion without impingement. Data was compiled from 1000 primary thas (516 men 484 women) with mean patient age of 57.5 years (range 15-92). Depuy products utilized: srom stem, pinnacle cup, asr xl cups, duraloc cups, bearing surfaces included mom, mop, coc, cop, com, and moc. Head size ranges 26 to 55 mm. Adverse events noted: dislocation (no indication of intervention provided). No further information provided on adverse events.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot null. Device history batch null. Device history review null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.